Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had frozen display after installing a new battery. Customer's blood glucose value was 143 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump buttons were not responding. Customer was unable to clear the insulin pump errors, power loss alarm and program pump. The device will not be returned for analysis.